Event description:
It was reported that, "the patient fell out of a tree in 2005 and had to have a hip and a knee replacement. The patient stated he has constant pain from the knee all the way down to the ankle. He has not been pain free since the replacement surgery. Physical therapy seems to aggravate the pain. The patient would like to know if any of his implants have been recalled. The hip is smith and nephew."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.